Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable had no power. The same unit was used with a new cable to complete the procedure. The hospital did not report any pt effects. The product is not returning.